Manufacturer narrative:
External insulation abrasion was noted at 8.8-11.1cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was explanted and replaced due to unspecified issue. No further information available.